Manufacturer narrative:
Gas spring tip. This user facility services as the health care provider for one of the state prisons. As a result, it has been reported that patient's intentionally damage various device components with unrestrained appendages.

Event description:
It was reported by service report that the fowler will not stay up. It is unknown if there was patient involvement or if there are adverse consequences to report.